Manufacturer narrative:
The subject device was returned for evaluation. Sample evaluation finds for bent guide wire and bent back up tabs. During functional evaluation, broken fasteners were deployed. The reported deployment issue and broken fastener pieces found is a known result of a bent guide wire and back up tabs. Internal component evaluation found no manufacturing anomalies. Based on the sample evaluation and investigation performed, the issue occurred inadvertently due to applied forces when in use. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2020. The precautions section of the instruction for use (IFU) states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength."

Event description:
It was reported that during a laparoscopic procedure on (B)(6) 2021, the bard/davol optifix straight 30 count fixation device was used to fixate a non-bard/davol mesh near the coopers ligament/bone. The temperature dot was not activated and the surgeon heard a cracking sound while triggering the device. The device released two fasteners that penetrated a fabric layer, but not the mesh; the two fasteners were removed from the surgical site. As reported, the procedure was completed with a new device and the tissue was attached to the posterior wall of the rectus sheath rather than the cooper's ligament. The purpose was to attach the pseudo hernial sac to the cooper ligament and the non-bard/davol mesh was not attached. There was no reported patient injury.